Event description:
A customer stated that when they used (excel) off brand reagent the glucometer elite system would only display a f5, lo and would not count down. A system that does not provide a blood glucose measurement to a diabetic could be a serious condition. While on the phone a review of the operation was conducted. The customer did not have the requisite supplies with them. These are being provided and follow-up will occur.